Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery in the c1 segment. A 6.0mmx30mmx135cm sterling balloon catheter was advanced in a routine manner, pumped the pressure back for several second and rapidly increased pressure until the balloon is fully formed. The radiography showed that the dilation of c1 segment was almost the same with the pre-operation, but the stenosis still remained. The balloon was re-dilated at 8 atmospheres, but the pressure pump was unsuccessfully pressurized. The device was withdrawn and found that the balloon burst. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: the sterling was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 8mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery in the c1 segment. A 6.0mmx30mmx135cm sterling balloon catheter was advanced in a routine manner, pumped the pressure back for several second and rapidly increased pressure until the balloon is fully formed. The radiography showed that the dilation of c1 segment was almost the same with the pre-operation, but the stenosis still remained. The balloon was re-dilated at 8 atmospheres, but the pressure pump was unsuccessfully pressurized. The device was withdrawn and found that the balloon burst. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.